Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 was failed. A field service engineer (fse) found half height drawer 2 with damaged rails, removed and replaced the drawer, reassigned it in storage space configuration, reloaded all cubies, corrected a dislodged divider in drawer 2.2, verified proper operation, and had customer inventory medications in drawers 2.1 and 2.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer would not pull out all the way. It was making it difficult to pull any of medicines on row e. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.